Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR: 15may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed that the device declared an error 1102 (primary alarm failure). The fse replaced the central processing unit (cpu) and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit was alarming (unknown alarm. There was no patient involvement.